Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Confirmation of the provided image - blood was found to be leaking from the gas-outlet side of the oxygenator. - it was confirmed that an adapter was connected to the inlet port of the oxygenator. Visual inspection of the actual device upon receipt. - no anomaly such as damage was found. Magnifying inspection of the blood inlet port of the actual device - no anomaly such as damage was found. - no anomaly was found in the dimensions of the blood inlet port compared to the current product. Leak test of the actual device - the actual device was incorporated into a tube circuit and colored saline solution was circulated, resulting in no leaks. - the blood outlet port of the actual device was clamped, and a pressure of 2kgf/cm2 was applied to the blood channel from the blood inlet port. As a result, no leaks were observed. - after connecting the factory-retained adapter to the inlet port of the actual device, the colored saline solution was circulated as well, resulting in no leaks. The manufacturing record and the shipping inspection record of the actual device - no anomaly was found. Past complaint file of the involved product code and lot number - no similar complaints have been reported. Based on the investigation results, no leaks were found in the actual device. Also, no leaks were found even when the factory-retained adapter was connected to the blood inlet port of the actual device. Regarding the cause of this incident, it is considered possible that the leak was from the connection between the adapter and the port. However, since the adapter could not be confirmed during use, it was not possible to clarify the cause of the occurrence. Relevant IFU reference: the IFU (capiox fx05) has the following warning and method of operation regarding leakage. - do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: (B)(6). E3: occupation: technologist. G4: 510(k) no.: k130280. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: during priming with blood, bloody fluid was found flowing from the gas outlet port. There was no patient involved or harmed.